Event description:
Inotuzumab was picked up from pharmacy with chemo spike adapter in place/spiked into chemo bag. This particular chemo spike adapter had a white dry spike adapter and a blue chemo lock upside down. I spiked the white spike adapter. There was some resistance when spiking the white spike adapter. When I went to administer the inotuzumab, rn disconnected the spiros from the blue microclave/side-port, and the medication started to quickly leak out of the blue microclave/side port. This second dose was primed with an adapter that had the downward facing chemo lock, and a white spike adapter pigtail. The chemo lock was utilized to prime the medication. When I went to assess the infusion upon returning from my break, I noticed that there was a large drop of medication coming out of the blue microclave/side-port, however was not actively dripping, as the previous dose had been. I noted that the microclave looked like it was still inverted in the "engaged" position. When I attached saline flush to blue microclave/side port, and then detached after flushing, I noted that the microclave disengaged, as it should have done previously when spiros was disconnected upon hanging chemo. Infusion was completed without further incident or loss of medication. (1) the chemolock port¿used to connect IV tubing to the spike adapter¿was manufactured upside down, and (2) the chemoclave side port, used for spiros circle priming and flushing, is leaking. For both defective products listed in this icare: ref: clh-12, lot # 14323633. As noted by the submitter, there have been 2 chemo spills associated with this lot. Pharmacy has already removed this lot from inventory and coordinated with supply chain to prevent future restocking. ICU medical manufacturer contacted.